Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was between 190 and 210 mg/dl, compared with the sensor reading of 60 to 80 mg/dl. He also reported that the insulin pump alarmed lost sensor, weak signal, change sensor and calibration errors. The customer's blood glucose was 200 mg/dl at the time of the weak signal alarm. The customer was unable to troubleshoot the issue and was advised to call back for proper troubleshooting. He agreed and understood, and no further assistance was necessary.